Event description:
The facility reports "alarm 'check the k 158 line' on the cycler". No patient injury or medical intervention required per facility affiliate. Facility evaluation of returned sample revealed a leak in the homechoice cassette, indicating a reportable malfunction.